Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2015-product analysis:the device was returned and evaluated by product analysis on 09/23/2015 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the keypad flex cable and connector. Unrelated to the complaint, investigation revealed the display screen contrast was distorted. A battery compartment crack was observed; battery compartment moisture was observed. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s power circuit.